Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable occurred due to a cable breakage caused by a twist. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head exhibited image failure. The device was returned and a device evaluation revealed the camera head did not produce an image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
During device evaluation, the camera head was tested and customer allegation was confirmed. When connecting the device to the video processor, no image was shown. This failure was due to the defective camera cable. The outer sheath of the cable showed significant twisting. Due to the malfunction of image functionality, the white balance couldn¿t be properly adjusted. Due to this, an error message e311 was displayed on the monitor during testing as shown in the image below, but this was not directly linked to the reported malfunction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.